Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "during active operation, the device unexpectedly entered protection mode, causing the screen to go completely blank without displaying an error code. Although the device returned to normal operation after a manual restart, the tube set was deemed spent due to the interruption and had to be replaced despite no clinical necessity." No negative impact in state of health reported.